Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that 2-3 weeks after a primary surgery the patient had severe pain and inflammation which necessitated water therapy as she could not endure regular physical therapy. The patient states that 6 months after the primary surgery a revision was needed. She was pregnant and could not have the revision.

Manufacturer narrative:
The reported (patient pain) condition could not be confirmed since the unit was not returned for evaluation. The reported condition is a result of several possible contributors. The root causes identified in the risk document are: design: sterilization cycle not capable of reducing bioburden at worst-case locations. Device design not able to be sterilized. Device packaging does not retain sterile barrier. Process: error in packaging or sterilization process . Application: use past device packaging shelf life. User contaminates device. Rough handling of sterile packaging. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that 2-3 weeks after a primary surgery the patient had severe pain and inflammation which necessitated water therapy as she could not endure regular physical therapy. The patient states that 6 months after the primary surgery a revision was needed. She was pregnant and could not have the revision.